Event description:
Literature was reviewed regarding medical versus surgical therapy for an infected percutaneous pulmonary valve. The study population included 387 patients who were predominantly male with a median age of 19 years old. Multiple manufacturers¿ devices were implanted in the study population; 276 patients received a medtronic melody bioprosthetic transcatheter valve. Eight deaths due to infective endocarditis occurred in the melody group over ten years. One patient, a 21-year-old female, with multi-organ failure, severe cardiac dysfunction, a right ventricular thrombus, a large mitral valve abscess, and a rvot mass was found to be positive for streptococcus gordonii. Despite aggressive antibiotic therapy, progressive deterioration precluded operative intervention and she died of severe bradycardia with unsuccessful resuscitation efforts. In a second patient, a 22-year-old female, with fever and cachexia ultimately died of septic shock and multi-organ dysfunction. Among all patients, clinical observations included: infective endocarditis (some with vegetation), pulmonary stenosis, and moderate to severe pulmonary regurgitation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: aljufan et al. Medical versus surgical therapy of infected percutaneous pulmonary valve. Pediatr cardiol. 2026 mar 26. Doi: 10.1007/s00246-026-04232-0. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated: 1) the deaths were not due to melody device malfunction or performance issues, 2) the direct attribution of the non-death adverse events to medtronic devices remained unclear, and 3) no medtronic devices will be returned for analysis. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.